Event description:
The wire was placed, went in with a catheter. While physician was localizing vessel, aspirated air with needle. Removed needle. Did a new stick and upon removing wire it broke and unravelled. A portion of wire was retained within the pt and will be surgically retrieved at a later date.